Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient and their spouse contacted support after receiving three alerts on the ilet device: an insulin occlusion, an expired infusion set, and a sensor expiring soon. The patient was using a cd 23" 6mm infusion set with a freestyle libre 3 plus sensor, with the infusion set lot number 6008530. The agent guided the patient and spouse through a complete supply change, explained the meaning of each alert, and demonstrated how to access cgm information. The patient was advised that a full supply change and sensor replacement would be required in two days. Blood glucose levels were not affected, with a reported value of 156 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.